Event description:
Pt reportedly missed two doses of medications due to unresolved system error alarms. The pump was set to intermittently infuse penicillin 2 million units (167 ml/hr) over 1 hr every 4 hrs from a liter i.v. Container, and gentamicin 80 mg (52 ml) over 30 minutes every 8 hrs. Pt had changed the 9v batteries and the error occurred shortly thereafter. This occurred at night and the pt did not want to disturb the home care nurse. The pt was unable to clear the error and missed two doses of penicillin. He was on day 10 of a two week gentamicin run and a 4 week penicillin run. There were no adverse effects to the pt. I.v. Antibiotic therapy resumed as ordered when the pump was changed out the next morning.

Manufacturer narrative:
The pump powered on with an error 124. The error log and external ram was cleared to resolve the error alarm. An infusion test ran at 100ml/h for a total of 200ml, without any alarms. Accuracy test of -1.47%. Fluid spillage was found on the back side of the main circuit board.